Manufacturer narrative:
Patient information was requested and the customer declined to provide the information.

Event description:
The customer reported machine alarm. The fse clarified the device alarmed low tidal volume due to a leak from the mask; the leak valve on the mask was open. The customer reported patient involvement and no patient harm.